Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which it was determined that the existing cuff was too large. The physician replaced the existing cuff. It was indicated that no additional information was available.